Event description:
It was reported that the patient presented in 2005 with back pain. X-rays did not indicate "anything." In 2010 x-rays indicated scoliosis of less than 10 degrees, and the patient underwent physical therapy for 6 weeks. There was no improvement in his pain. In december 2010 an MRI was performed. The surgeon diagnosed schermanns kyphosis and "disk degenerative disease" and stated that the patient "had a 60 year old back." Surgery was recommended. On b)(6) 2011, the patient underwent a 7 hour surgery to fuse 7 levels. Post-op, the patient still reported pain, and went to physical therapy. In (B)(6) 2012, the patient had an MRI performed. Per the vocational rehab center where the patient is receiving therapy, he is at a level 2 disability (1 being very disabled, and 4 not disabled). The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.